Event description:
In 2008, total knee arthroplasty performed. On-q pain buster with dual lumen inserted for pain management. At about 2 days later, the on-q was removed, it was noted the end of the catheter was missing on one lumen. Dates of use: 2008. Diagnosis or reasons for use: pain management.